Event description:
Boston scientific received info that this transvenous right atrial (ra) lead exhibited loss of capture and decreased intrinsic amplitude. This ra lead was repositioned successfully. The boston scientific local area sales representative confirmed that the pt had had no symptoms as a result of this issue, beyond the unplanned surgical intervention.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.